Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a sharps container. The customer reports an 18 gauge needle attached to the syringe was disposed of in the sharps container. The customer reported they continued to dispose of sharps in this container, which went in on top of this needle. The customer stated that the 18 gauge needle had punctured the front of the container, at the bottom right hand corner, just under the label. As a result, an employee was stuck with the needle. The customer further stated the container was emptied to locate the needle and it took considerable force to remove the needle that had punctured the container. The customer reported that this particular needle was used to draw medication; it had not been used on a patient. The osha standard was followed for the employee follow up. The customer further reported the container was filled above the fill line but not full.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.